Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer was able to rewind the insulin pump. Customer was advised to stop using insulin pump and revert to back up plan. The insulin pump will be returned for analysis.